Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10e10089 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer stated that on an unreported date, the patient experienced peritonitis that resulted in hospitalization on an unreported date. The cause of the peritonitis, treatment, event outcome and action taken with dianeal pd4 ambuflex therapy was not reported. An opinion of causality was not provided.